Event description:
Provisc and the lens were injected into the bag and it was noted immediately that the trailing haptic was detached from the optic as it left the cartridge. The incision was enlarged and viscoat was used to float the iol into the anterior chamber where it was bisected with iol cutter. Both halves to the optic and the detached haptic were removed without difficulty. A new iol was injected without difficulty and the residual viscoelastic was removed with ia tip.